Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient contacted animas on (B)(6) 2011 to report intermittent high blood glucose (bg) readings over the past several weeks. The patient reported obtaining an elevated bg of 575mg/dl 1 hour prior to contacting animas. The patient claimed she changed the infusion site and took a bolus via injection in response to the high bg. At the time of the call the patient's bg was 496mg/dl. The patient reported having a headache and upset stomach. Review of pump settings revealed that the pump was set to the incorrect date and time. The patient confirmed that several weeks prior to contacting animas she recalled having to reset the date and time in the pump after having replaced the battery. The patient did not recall how long the battery had been out of the pump prior to inserting a new one. At the time of the call, the patient removed the battery out of the pump for approximately 3 minutes. When the subject pump booted back on the patient confirmed the date/time held as programmed. At the time of troubleshooting the elevated bg, customer support also noted that the patient reported seeing multiple air bubbles in the cartridge. The patient reported that she fills the cartridge with cold insulin. The patient also mentioned to customer support that she thought "tiny bubbles" were ok to leave in the cartridge when loading it into the pump. The patient was advised to fill the cartridge with room temperature insulin in addition to removing bubbles from cartridge. This complaint is being reported because the patient obtained blood glucose readings suggestive of a serious injury while on insulin pump therapy.